Event description:
Note: this report pertains to third of three overstitch 2-0 polypropylene suture used during the same procedure. It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during an endoscopic gastric sleeve procedure performed on (B)(6) 2024. During the procedure, the suture break. The suture was replaced two more times; however, the same problem happened. A total of 3 sutures were used, all of which broke. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a0401 is being used to capture the reportable event of suture break.